Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e experienced air bubbles in the gel. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated "there are many tubes with bubbles in the gel, customers do not understand whether it will affect the test results.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. Investigation summary: bd received 4 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e experienced air bubbles in the gel. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated "there are many tubes with bubbles in the gel, customers do not understand whether it will affect the test results."